Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer continued to use current pump for insulin therapy.